Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained when the customer processed non-vitros (mas) qc fluids and an api proficiency fluid using vitros amon lot 1018-0255-4506 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros amon results is an instrument related issue. Acceptable instrument performance was demonstrated by diagnostic precision testing following the higher than expected results but no diagnostic precision testing was performed around the time the higher than expected results were obtained (04 may 2021, 05 may 2021 and 19 may 2021), therefore, the performance of the vitros 5600 integrated system was not verified. Following replacement of the cm/rt evaporation caps and cleaning of the microslide incubator, acceptable vitros amon results were obtained from mas qc fluid testing. A vitros amon lot 1018-0255-4506 slide issue cannot be ruled out as a contributor to the event, as the higher than expected vitros amon results were isolated to lot 1018-0255-4506 and results from qc fluid testing and api proficiency testing on the customer's new lot, vitros amon lot 1018-0255-7830, were within acceptable guidelines. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0255-4506. Vitros amon results from repeat api proficiency fluid testing (from vitros amon lot 1018-0255-7830) were within acceptable guidelines and the customer indicated they had no further issues with vitros amon results from mas qc fluid testing. Email address for contact office is (B)(6).

Event description:
The investigation determined that higher than expected vitros ammonia (amon) results were obtained when the customer processed non-vitros (mas) qc fluids and an api proficiency fluid using vitros amon lot 1018-0255-4506 on a vitros 5600 integrated system. Mas control lot aa2105 level 2, results of 220.5, 221.67, 221.71, 220.33, 218.95, 217.52, 219.79 and 218.22 umol/l versus the baseline mean result of 171.5 umol/l api proficiency fluid am-02, result of 259.92 umol/l versus the mean result of 210.9 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros amon results were obtained when the customer was processing non-patient fluids. There was no indication that patient sample results were affected around the time of the event. However, the investigation cannot rule out that patient sample results would not be affected if the event were to recur undetected. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).